Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 205 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.